Event description:
One day post-operatively, the pt showed decreased consciousness with partial left sided weakness. An EKG showed epileptic seizure activity. The pt was induced into a coma. The pt remained in a partial coma following cessation of medications. Prolonged mechanical ventilation was maintained due to the pt's general condition. The pt expired on 12/19/98. The pt also had a mitral valve replacement at this time. (Avert).